Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that when the sheath was retracted to expose the advancer tube, the advancer tube did not engage. The device was removed and the physician converted the patient to less than 30 minutes of manual compression. Hemostasis was successfully achieved. No further information was provided.

Manufacturer narrative:
The device returned was visually inspected and it showed that the advancer tube was engaged to the tamp lock as received. The advancer tube was able to be pushed past the 2nd tamp lock and no damage was observed. The catheter, shuttle cartridge and advancer tube were inspected for anomalies and none were found. Based on the provided information and the investigation performed, the reported failure to deploy was not confirmed and the probable cause could not be determined. The review of the lhr (lot f1116002) indicated that the mynx device met all established performance criteria prior to shipment.